Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR# 2938836-2020-00136; 2938836-2020-00137. It was reported that patient presented to the hospital for lead extraction. Upon interrogation, several mode switch episodes was observed due to ra lead noise and multiple episodes of high ventricular rate and rv noise reversion caused by rv lead noise. The leads were explanted and replaced. No patient consequences reported.

Manufacturer narrative:
External insulation abrasion was noted at 9.8 cm from the connector pin, consistent with lead friction to the device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.